Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads and minor scratched lcd window.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 about 1am for high blood glucose. The patient's blood glucose level was unknown. The customer's mother states that there was a no delivery alarm. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion set. The customer's pump still alarmed with no delivery. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.